Event description:
It was reported that the pt underwent a sigmoid colon and upper gi resection with removal of carcinoma. Most of the wound healed adequately except the upper portion of the wound. Physician noted that the wound exhibited persistent drainage and lack of healing. Several weeks after surgery the physician re-explored the wound and removed the suture. The physician reported there was no frank abscess and that the event appeared to be a foreign body reaction at the suture knot sites.